Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted 2012 (B)(6). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient went to the emergency room after hearing the device alert. A lead integrity alert (lia) had triggered due to short interval counts (sics). In addition, oversensing and a slow increase in lead impedance were exhibited. The patient was sent to an electrophysiologist for evaluation. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.